Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an open spinal fusion procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 10 minutes. It was reported that the site was able to take a non-navigated spin with the imaging device, but the exam would not transfer to the navigation device. The navigation device would display "wireless tracker not visible" when the tracker was visible on the tracking view, then provide some kind of error, then it would go green status briefly. The site would try to push the exam then, and the transfer would fail. Wiggling the network cable on the navigation device would allow temporary connection, but the communication will not stay long enough to transfer. The surgery was completed with the navigation device and there was no reported impact on patient outcome. The medtronic representative reported that the site did a non-navigated spin which is why the image would not transfer. When the site swapped a new cable for the bad cable, the machine was then ready and the site was able to spin and proceed. Additional information from the rep: the site representative would not give patient info because there was nothing wrong. They used an old wire that was bad by accident. Delay 10 mins and everything worked fine after they switched ethernet cables.

Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used a procedure. The issue occurred intraoperatively during the select patient/acquire scans task. It was reported that the site was able to take a non-navigated spin with the imaging device, but the exam would not transfer to the navigation device. The navigation device would display "wireless tracker not visible" when the tracker was visible on the tracking view, then provide some kind of error, then it would go green status briefly. The site would try to push the exam then, and the transfer would fail. Wiggling the network cable on the navigation device would allow temporary connection, but the communication will not stay long enough to transfer. The surgery was completed without the navigation device and there was no reported impact on patient outcome. The medtronic representative reported that the site did a non-navigated spin which is why the image would not transfer. When the site swapped, a new cable for the bad cable, the machine was then ready and the site was able to spin and proceed. The reproducibility of the issue was assessed and the medtronic representative was unable to determine the probable cause of the issue without further information since the ongoing investigation proved inconclusive.